Event description:
It was observed during the device inspection, that the gastrointestinal videoscope's distal end cover was burned. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d4, h4, h6, and h11 were updated. The device was not returned for evaluation. The definitive root cause of the burned distal end could not be determined. It is possible that the damage was caused by the use of a high-energy instrument without sufficient distance from the distal end. The instruction manual identifies verbiage which may have prevented the phenomenon in "gif/cf/pcf-290 series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.